Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower the screen had gone black, and the system appeared offline in remote support service. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user managed to get the medicines from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen had gone black with a message ¿incorrect password¿ and appeared offline in remote support service. The field service engineer disconnected the battery for five minutes, then booted the system back up with no issue. The system functioned as intended after the field service engineer troubleshot the device.